Event description:
It was reported the pt's programmer only works intermittently and the amplitude buttons were sticky. The pt reported she has seen various error codes but she still had stimulation. A replacement programmer was sent to the pt; however, it is currently undetermined whether the replacement device resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.